Event description:
A sling procedure was performed under general anesthesia following a total vaginal hsyterctomy, an anterior and posterior repair, an enterocoele repair, and an anal sphincter repair. Post operative, the pt developed urinary retention. The pt was catheterizing themself 4 times a day for eight weeks. The pt was brought back to release the device which resolved the pt's urinary retention.